Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients were noted in the article and the baseline gender/age is male/ 15 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the real-world utility of the linq implantable loop recorder in pediatric and adult congenital heart patients journal of american college cardiology 2019; 5 (2): 245-251. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilr). The authors described three cases of infection which the patients did not respond to antibiotics, in two patients there was erosion, and one patient experienced excessive pain at the implant site. The ilr was removed in all these cases and re-implant in one patient was performed. Additionally, implantation was performed in non-standard sites such as the axilla. In all the patient¿s where implant was at the axilla there was under-sensing or over-sensing which resulted in falsely classified abnormal readings with false indication of high rate and paused events. These patients required additional review. The status/disposition of the ilrs is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.